Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to the mechanisms described above, the annular rupture may have been cause by heavy annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported post tavr with a 29mm sapien 3 valve, the patient expired from an annular rupture. The case was performed in the cardiac cath lab under conscious sedation. Patient's annular area measured 592mm by outside CT annular area measurements. There was a heavy amount of calcium in the annulus and on the leaflets. The duration of the case was uneventful without complications. Valve deployed with nominal volume. Mild pvl observed post valve deployment. An additional 2ml was added to the delivery system and the valve was postdilated. After post dilatation, the leak was determined to be trace to mild via tte and angiogram. Delivery system removed, sheath removed and groin closed without incident. Throughout the case the patient was stable with normal hemodynamics. After the case while transferring the patient from the table to the stretcher, the patient became nauseous and vomited. The patient was treated, stabilized and transferred to their room. Approximately 2 hours after being transferred to his room, the patient become hypotensive and coded. Acls was initiated, including chest compressions and intubation and a tte was performed. The tte revealed a large pericardial effusion. A pericardiocentesis was performed and approximately 500ml of blood was removed from the pericardium. During this time the patient was coded continuously but he failed to regain spontaneous circulation. After approximately 90 minutes, the code was ceased and the patient was pronounced dead. An autopsy was performed and the case of the effusion was determined to be a small annular rupture at the level of the right coronary cusp. It was believed that the heavy annular calcification may have caused this rupture.